Manufacturer narrative:
Product ID 8709sc, lot# n163107006, implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that volume discrepancies occurred. The actual volumes were unknown however, it was noted three was excess medication in the pump compared to what had been expected. Symptoms the patient experienced included increased spasms and stiffness. As a result of the event the patient was to see a surgeon on 2013 (B)(6) for further troubleshooting. The device system was used to deliver gablofen. Additional information has been requested, but was not available as of the date of this report.